Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Multiple follow up attempts were made to collect information regarding any impact to the customer's blood glucose levels. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.